Manufacturer narrative:
(B)(4). Investigation still in progress. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hcu40 displayed the error message "cplg. Water flow too low". The incident occurred during priming of the device so there was no patient involved. (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician was dispatched to assess the reported issue. The complaint has been confirmed and is been dealt with through (B)(4). The service technician replaced the main flow sensor kit and completed function tests. Unit passed all tests and is now back in clinical use.

Event description:
Ref.: # (B)(4). Customer ref.: (B)(4).